Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had loss of pain relief in their arm. The physician noted a possible lead migration, but x-rays were done and the leads appeared to be in place. The issue was ongoing and no actions were taken at this point. On 2019-03-25, it was reported that the event was unlikely related to the implant procedure. It was noted that the patient reported no pain in their arm now and their pain level was 0. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. On 2019-03-29, an update was received, stating that the event was ongoing. The patient was waiting to have surgery the following (B)(6) and they were pending further follow-up. On (B)(6) 2019, it was noted there was lead migration/dislodgement. The patient stated they did have lead migration and the leads were going to be replaced in (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead; product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They provided the serial number of a lead involved in the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that surgery was scheduled for (B)(6) 2019 to replace the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the lead replacement was completed without a problem and the event was resolved as of (B)(6) 2019 as pain relief returned. No further complications were reported/anticipated.